Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2012. Following the procedure, the patient experienced a mesh erosion, extrusion. The patient has underwent two procedures for mesh removal since the original procedure, with a referral for an autologous fascial sling procedure. The patient became incontinent again and rodynamic testing confirmed stress urinary incontinence. Additional information as been requested.